Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope distal end was burnt and worn. The issue occurred during unspecified procedure. There was no delay, and the patient was not under anesthesia. The intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cause for the finding is very likely improper handling by the user. Olympus will continue to monitor the field performance for this device.

Event description:
Additional information was provided by the customer. No burning at the tip. No injury to the patient. The procedure was smooth. No medical intervention required. No delay in surgery.